Event description:
It was reported that when the device was programmed to 90 ppm at max output there was no capture on the ventricular leads. It was also reported that the patient was seen in-office and all settings were left exactly the way they were when the patient was first seen. There is no medical intervention as this time; however the patient is being monitored and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.